Manufacturer narrative:
Literature citation : shinji kotaka, yasushi fujiwara, hideki manabe, akira miyauchi, and bunichiro izumi. "Clinical evaluation and image analysis of balloon kyphoplasty (bkp) for treatment of osteoporotic vertebral fracture". (B)(6). (B)(4). Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in an abstract that 17 patients with osteoporotic vertebral fracture diagnosis received pre/postoperative MRI images and underwent a balloon kyphoplasty procedure (bkp) between june 2011 and july 2013. Age at surgery was ranging from 55 years to 93 years (mean age: 76.6 years) among 7 male and 10 female cases. Bkp-treated levels were: th10 (n=1), th12 (n=5), l1 (n=5), l2 (n=1), l3 (n=1), l4 (n=3), and l5 (n=1). It was reported that one patient underwent bkp at l1 and post-operatively, symptoms did not improve. Posterior spine reconstruction surgery was subsequently performed, and the symptoms later improved, according to the report. No other information was reported.